Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) was performed for the finished device 30612858l number, and no internal action related to the complaint was found during the review. Based on the mre, d4. Expiration date and h4. Device manufacture date were updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 13-dec-2021. It was reported that the patient fully recovered. The patient probably required extended hospitalization because of the adverse event, since the patient needed the surgical treatment. Therefore, h6. Health effect - impact code was updated. A transseptal puncture was performed since the tamponade occurred during lpv treatment. There was no evidence of a steam pop. There were no error messages observed on the biosense webster inc equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a (B)(6) female patient (159cm in height, (B)(6)) underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade which required surgical intervention. During left pulmonary vein (lpv) ablation, cardiac tamponade occurred. It was reported that more than 50 g of contact force (cf) was observed several times, and it was predicted that cardiac tamponade occurred near the ridge and left atrial appendage (laa) because they were close to the laa. There were no problems with the equipment or the products, and the patient went for surgical treatment. The physician's decision on adverse event is non-serious (moderate/minimal). The physician commented that "due to decreased blood pressure, cardiac tamponade was confirmed, and treatment was completed." The physician was not aware of which scene the patient had cardiac tamponade. There is no doubt that it was at the time of lpv ablation, but it was not related to the products because it was an event caused by the operation of the attending physician. No abnormalities were observed before or during the use of the products. The patient recovered by surgical treatment.